Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer had been vomiting when hospitalized. The customer changed the infusion set the day before being hospitalized. Troubleshooting was performed and the insulin pump passed the required test.